Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician replaced alarm board and cap diaphragms. Circuit test passed. Vent performance check passed. Alarms working good. Advise customer to run for a while to see if it stops and alarms with time. Customer later confirmed unit is running well. Checked out vent. Found issue with start/stop button. Will return with dvr display indicator board. Replaced driver display indicator board. Calibrated board. Performed alarms check. Performance test passed. Ventilator meets factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the driver seems to stop running intermittently on the 3100 a device. At this time, there is no information regarding patient involvement associated with the reported event.